Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles in the lines (unspecified) of a homechoice cassette. This occurred during use of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver to end the therapy and remove the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was received for evaluation with only a portion of the patient line with a white clamp. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. Due to the condition of the returned sample, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.